Event description:
It was reported that the customer experienced multiple occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer consistently changed the infusion set and cartridge and resumed insulin therapy. Frequent and recurring occlusion issues were experienced, leading to pump replacement.